Event description:
The doctor reported the implant was removed due to osseointegration failure within one year, around one and half months after implant placement surgery. Bone quality around the area was type ii, and oral hygiene around the implant was moderate. Local infection and pain were reported during the implant removal surgery. The patient has since recovered.